Manufacturer narrative:
Findings: low reservoir alarm function properly during test. Pump passed displacement test, operating currents, self-test and off no power test. No battery out limit alarm. Unit received intermittent button response due to corroded keypad traces. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customr unable to clear the alarms and get pump to respond. The customer stated that she was sweating a lot and not sure it device got et from her sweat. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.